Event description:
Device malfunction: failure to deploy-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the plunger to deploy the locator wings would not stay in the locked position. The device was removed and hemostasis was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.